Event description:
The reporter contacted animas on (B)(6) 2012 reporting a high blood glucose of 25 mmol/l with irritability, abdominal pain, headache, and increased urination. The reporter stated that the patient was given extra insulin to get blood glucose levels down. The reporter confirmed that the supplies were changed multiple times without the blood glucose levels resolving. The reporter expressed the concern that the pump might not be calibrated correctly. The reporter declined troubleshooting of the issue as the patient was not available at the time to review. The reporter indicated that the patient may be going through puberty and may be eating differently while on summer vacation. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump may not have been delivering accurately.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2012 to follow up with animas regarding the patient's elevated blood glucose levels. The reporter indicated that the I:c ratio and some other features were changed since being on the old pump. The reporter indicated that the patient was having some hormonal changes and indicated that it may have been coincidental that this occurred around the time the patient started on the new pump. The reporter stated that the I:c ratio was adjusted by a health care professional. The pump history was reviewed and the settings were confirmed to be correct, there were no cancelled boluses, and the total daily dose values added up correctly. Troubleshooting indicated that there was no indication of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: there was no data from the time of the event due to continued use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal. Also unrelated, the pump was found to be cracked at the battery compartment.